Event description:
Hill-rom nurse call multiple room failure. (B)(6) clinical engineering performed first-call troubleshooting and hardware replacements in two rooms in gynecologic oncology and one room in radiation oncology. A ticket was placed with hill-rom to configure the new hardware, however, they did not have a technician available at that time, and agreed to log in remotely and configure the equipment before business hours the next morning. The next day it was discovered that hill-rom had completed no work on this issue and the three rooms were left with no functioning nurse call system--no lights or tones. Clinical engineering escalated the next morning, and hill-rom and after several hours, successfully configured the hardware and restored functionality to the affected rooms. Communication was poor from hill-rom and no follow up from hill-rom until we called again. FDA safety report ID# (B)(4).